Manufacturer narrative:
G4: 08jul2020 b4: (B)(6)2020 information was received that the unit is at the hospital and maintained by a third party and there has been no repair. Although requested multiple times, no repair information or additional information was obtain. A supplemental report will be submitted if new information is received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16jun2020.

Event description:
It was reported that the unit declared a power on alarm, main and backup alarm failure. There was no patient involvement.